Event description:
Medwatch uf# (B)(4) was received and a copy will be included with this report. Additional information was received on (B)(6) 2015 as follows: it was reported that an orthopedics consultation was done and on (B)(6) 2015 and an incision and drainage (I&d) surgical procedure of left tibia and ankle joint with deep hardware removal from the left tibia was performed. The procedure also included irrigation and debridement of the left tibia and ankle joint. Deep cultures were obtained prior to the debridement. The left ankle x-ray showed that the synthes hardware was intact. The discharge summary reported (B)(6) septic arthritis of left ankle or foot. The patient was discharged with daptomycin 360 mg IV piggyback daily for 6 weeks until (B)(6) 2015. There was no report of surgical complications or delay. This report is 3 of 11 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date has been reported as (B)(6) 2015. However, this is an infection and exact date of event cannot be confirmed therefore the event date field has been left blank. Although complaint devices are available for evaluation, for employee safety reasons, they will not be requested from the customer for evaluation as this complaint involves an infection. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.